Event description:
Drive devilbiss healthcare was notified of an incident involving a patient lift sling by an end user's husband, who stated that "the sling tore, and [his wife] fell to the ground and sustained a head injury." The end user did not seek any medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.